Manufacturer narrative:
A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, the event is not related to the procedure nor the device. There are clinical factors that may have contributed which include the patient's unique anatomy, diet and medication compliance, and other related comorbidities. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Many heart failure patients will have permanent pacemakers and internal defibrillators in place by the time an lvad is implanted. These devices are often needed in the early postoperative period. Cardiac arrhythmias are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Device remains implanted.

Event description:
It was reported that a clinical study patient had sustained supraventricular arrhythmia requiring drug treatment or cardioversion. The patient was seen at follow-up visit on (B)(6) 2016 still taking hydralazine, calcium channel blockers, and warfarin.